Event description:
Additional information was received on 19aug2021 noting that this event did occur during a procedure. The initial reporter confirmed that the procedure was completed using another camera and the patient outcome was "fine".

Manufacturer narrative:
E3: initial reporter occupation - sterile processing manager. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. According to DHR, there was no problem in the subject device at the time it was shipped. Therefore, investigation surmised that a color bar was displayed because the cable unit malfunctioned due to the excessive force applied to the subject device by a user. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The processor would not recognize the camera when plugged in and produced color bars due to a faulty cable unit. Additionally, the rear cover label was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
An olympus representative reported that the 4k autoclavable camera head was not recognizing the camera when it was plugged in. According to the initial reporter, there were color bars displayed on the screen. There was no patient harm or consequence reported as a result of this event.